Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right inguinal hernia repair with mesh. He had revision surgery 11 months post-surgery and then again in (B)(6) 2012. The patient experienced ventral hernia "popped loose", multiple adhesions found; repaired with mesh at later date, had adhesiolysis, partial omentectomy, and mesh excised.